Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2024-nov-22. The rep reported the ins replacement did take place on (B)(6) 2024 due to a therapy related issue.

Event description:
Additional information was received from the manufacturer representative (rep). This patient is scheduled for the battery replacement on friday, (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep indciated that they are concerned about cone positions and lying and upright cones overlapping per mdt data. Technical services (tss) reviewed trying disable feature in clinic next wed (aug 7) to see if that helps. As of aug 7, a rep is working to try to get fluoro imaging of the ins to see if the ins if the leads are creating a torque effect on the ins such that it is pulling the ins into different positions with physical movement. This is still a theory but they're hoping that imaging will help determine what's causing as positions to be sensed inappropriately.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that they set up adaptive stim for the patient (pt) last month and the pt reached out to the rep a week or so after letting rep know that when pt is upright the as is showing lying right and when pt is lying down it was showing upright. The caller met with pt and re-oriented and at that time the positions were showing correctly but the pt ended up reaching the rep again stating the same issue was occurring. The rep is now with pt today. The rep states the ins is flush with skin, not tilted. The caller states transition times have been brought down. Today the pt is lying on their left side and it is showing 'upright' and the caller noted the pt has been lying down beyond the transition time from upright to lying. Agent and caller went through programming as configs and increased the angles for lying and upright and agent advised that they should consider orienting again and going through each individual position and if the issue continues further assessment may be necessary. No symptoms reported. Rep reported there weren¿t any environmental factors. After speaking with tech services, nothing else was performed. The adaptive stim seemed to be working and showing the correct position with the tablet and then also with his programmer. Rep adjusted the degree to max amount for upright with technical services while on the phone. The patient was going to call when/if the adaptive stim was showing the incorrect position. Later, rep reported that patient has been oriented twice, but when patient went home, orientation last about 1 week. The ins pocket site is tight, no adipose tissue, close to the skin, and no adipose tissue. The ins is not flipping or twisting around. Patient has no weight lost, no fall or trauma to the ins. The last session, angle was changed. Caller reports patient has 3 groups with 1 programs. Re-orientation performed again today. Confirmed the correct position via cp app. Rep reported that rep met with patient on (B)(6) 2024. Pt reported that the adaptive stim told the incorrect position for the first time on (B)(6) 2024, since they met on (B)(6) 2024. The check position said pt was upright as they were lying down. On (B)(6) 2024, rep reoriented the device and made a report as well. Pt also stated it had told him incorrect positions a few times in the next couple of days (between (B)(6) 2024). On (B)(6) 2024, the check position was better and told the correct positions. On (B)(6) 2024 the check position also showed incorrect positions. On (B)(6) 2024, rep checked the positions with their tablet several times and it showed the correct position every time. Rep had asked pt to keep notes and let rep know how it goes in the next 1-2 weeks. Additional information was received from the rep. Rep reported the same information that was previously reported and indicated that the patient contacted them to report that the adaptivestim continues to become disoriented. The ins recognizes all positions incorrectly. The caller was not with the patient to do any troubleshooting. The caller reiterated that they do not think the ins is moving in the pocket. The caller indicated that they collected some report data at a previous session but did not send it in. Technical services (tss) recommended sending the report information in. The caller indicated that they will call back when they have the tablet and laptop to send the files. Rep called back and indicated ins in right low back area above waistline. Pt is thinner and there is not a lot of adipose tissue in this area, and not any concerns about skin folds. Caller has reoriented the ins 3 times. The pt reports that it will show the correct position for 1 week or so, and then will start showing the incorrect position. When it shows an incorrect position between events, it doesn't always show the same incorrect position. Pt also says that some days it will work and then other days it won't. Caller unsure when as was originally set up--it may have been on (B)(6) 2024. Pt has been inactivating adaptivstim and doing manual changes when the positions are showing incorrectly, but pt does want to use as if possible. Pt is getting pain relief with their scs system. Caller did confirm that the pt's controller time <(>&<)> date are correct. Rep is going to try to send tablet sessions to tss later today. Tss reviewed that files are sent to engineering for review, and would be in touch about next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient has not been scheduled for a replacement, but it will happen sometime in november. Rep noted the cause of the adaptivestim issue may have to do with the accelerometer. The issue has not been resolved yet and the battery will be sent back on the day of the replacement. The information has been confirmed with the physician.

Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) was programmed incorrectly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that on sept 12, pt will be in clinic and there will be a conference call with reps to do troubleshooting with as to try to better understand the orientation of the ins and how as is functioning. Additional information was received. Rep received an email from technical services reported that the data showed some potential issues with the accelerometer. The orientations done at 10:07am and 1:03pm have vectors that would produce good posture classification, but that was before the zoom session. The orientations that followed after that had anomalies such that the dominant axis had changed. It is possible that this could be an accelerometer issue. In this case the device cannot be used with prs and the patient would have to manually adjust stim when changing posture. So either the device is moving in the pocket or there is something wrong with the accelerometer. We could try to perform a self-test of the device (that would involve some work to get approval) to help rule out a potential accelerometer issue, but there is no guarantee that the test would be fully conclusive. It is very rare that the accelerometer would have a problem, but in this case it appears to be what is happening. It might be intermittent as well (that is why it would seem to work for a while and then quit working). From our perspective, there could be something wrong with the device, and a replacement device appears to be the best option for this patient. Rep called to review the note from technician. They will be contacting the hcp and patient to review potential replacement. We reviewed anything related to the replacement should be sent back to mdt for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.